Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. All device components were included in the return. The photo provided shows the inside of the tray and loose bands can be seen in the tray, with none remaining on the barrel. The lot number can be seen on the box, and it matches that in the report. Our laboratory evaluation of the returned device confirmed the report. The device was returned with no bands remaining on the barrel and 6 loose bands in the tray. The trigger cord was also returned in the tray not attached to the barrel. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The trigger cord was intact and not broken. The length of the trigger cord was measured between the knots which is within the established tolerance. An evaluation of the handle wheel movement was performed, and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual prior to use product preparation and handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Additional information received indicates that this device was going to be used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Premature band deployment can occur if the device experiences excessive pressure during general handling or shipment. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During preparation for an unknown endoscopic procedure, the physician selected a cook 6 shooter saeed multi-band ligator. It was reported that the user opened the package during the preparation stage and found the bands off [premature deployment-subject of report]. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.